Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from implant patient registry that a patient with a 25mm 3300tfx aortic valve was explanted after an implant duration of 6 months due to unknown reasons. The explanted valve was replaced with a 21mm 11500a valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Event description:
It was learned from implant patient registry that a patient with a 25mm 3300tfx aortic valve was explanted after an implant duration of 6 months and 9 days due to recurrent strep mitis endocarditis, possible aortic root abscess and mild ar.. The explanted valve was replaced with a 21mm 11500a valve. The patient was in recovery post procedure. Per medical records: the patient completed antibiotics post avr but was found to have recurrent strep mitis bacteremia approximately four (4) months and seven(7) days late . An MRI showed possible discitis, the right arthrocentesis was negative for infection. The patient was treated with antibiotics. One month latera tee confirmed a vegetation on her aortic prosthetic valve. A tee sixteen( 16) days later showed the vegetation was increasing in size and there was a suspicious ring abscess around the av and mild ar. The patient was transferred for cardiac surgery evaluation and underwent redo avr. It is noted patient may need lifelong antibiotics. The patient was discharged on pod #20.

Manufacturer narrative:
H11 corrected data: sections: b5, b7, h6 health effect - clinical code, device code(s), type of investigation and investigation findings. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prosthesis types, surgical techniques, and infection control measures. This infection is categorized into early (onset at 60 days or less post-implant) and intermediate/late (onset greater than 60 days post-implant). Intermediate/late onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case the onset was greater than 60 days post-implant. Based on the information received, this event is no longer considered reportable.